Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed no image in the right eye. The fse swapped cables between the left and right monitors, and the right eye continued to show no image. The fse replaced the right high resolution stereo viewer (hrsv) monitor. The system was tested and verified as ready for use. The hrsv monitor was received for failure analysis. Visual inspection found no issues were that would relate to the complaint. The unit was installed onto the golden system. Upon powering up the system, the unit was not displaying any image and was totally black. No related errors were found in the logs.

Event description:
It was reported that during a da vinci-assisted transoral robotic surgery (tors) tonsillectomy procedure, post-anesthesia, a call was placed to technical support because the right eye in the surgeon console was black, and they could not start the robotic portion of the procedure. Prior to calling, the system was power cycled, the blue fiber cables were checked, and a new endoscope was tested. There was no change in the surgeon console. The procedure was reported to have been converted to a traditional open trans-oral surgery. No additional ports were placed and there was no harm to the patient due to the issue.